Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds, high impedance values over 2000 ohms, and loss of capture (loc). There was no asystole. It was observed that the lead was fractured. This lead was capped and replaced with a new lv lead. No additional adverse patient effects were reported.